Manufacturer narrative:
The unit was tested and the o/l test passed but the ground test failed. The unit was cut open and it was noticed that a black wire had come loose out of the crimp resulting in a failed crimp connection.

Event description:
Primed successfully. Removed cap and unit stated replace handpiece.